Event description:
A customer reported that the instrument veriti dx thermal cycler (cat # 4452300, serial # (B)(4)) had pca controller board problem. No pt involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems veriti dx thermal cycler amplifies human nucleic acid samples for diagnostic applications. The veriti dx thermal cycler is to be used only by operators trained in lab techniques and procedures. The instrument was repaired by replacing the pca controller board. This is the initial and final report for this issue.